Manufacturer narrative:
Qc was acceptable on the date of the event. Based on the available data, a general issue with the instrument and reagent could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable crep2 creatinine plus ver.2 results for 1 patient tested on a cobas integra 400 plus. The initial crep2 result was 240.6 umol/l with repeat results of 131.1 umol/l and 134.7 umol/l. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 388765 with an expiration date of 31-oct-2019.